Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection. The motor/gearbox assembly was extremely corroded. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly.

Event description:
It was reported the powermax elite mdu hand control was overheating. A back up device was available. No patient injury or complications were reported.